Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular lead delivered an inappropriate shock due to over-sensed noise. A lead fracture was noted. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable throughout procedure.